Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was evaluated in the emergency room due to receiving a shock. A device interrogation showed the shock was inappropriately caused by noise with oversensing on this rv lead. The lead impedances on the lead were <200 to 250 ohms. The noise was reproducible with pocket manipulation and isometrics. Subsequently surgical intervention was performed. Attempts to extract the lead were not successful so it was surgically abandoned. It was reported the physician observed some insulation breakdown near the suture sleeve on the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.